Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported communication issue and subsequent cancellation remain unknown.

Event description:
During preparation for an atrial fibrillation procedure, a communication issue occurred and the procedure was cancelled. While the patient was on the table under general anesthesia, it was reported that there was no connection between amplifier and dws; the green led was blinking. Restarted several times and changed the fiber optic two times. It was mentioned that the small green triangle at the back of the amplifier was on, usually meaning that communication is good. Additionally, a red light was visible in the fo when unplugging it. Everything from the amplifier was removed before trying to reboot.